Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Device not returned.

Event description:
Patient suffering from left tricompartmental gonarthrosis, operated on (B)(6) 2020 for implantation of total left knee prosthesis (triathlon trianium cr) with mako robotic system (stryker) on (B)(6) 2020 postoperatively, the patient developed an acute periprosthetic infection left knee for which surgery was required cleaning and removal of moving parts (polyethylene insert).